Manufacturer narrative:
(B)(4). Concomitant products: guide wire: conquestpro; guide catheter: launcher sal 1.0-inch od 7-french. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after predilatation with a rx trek 1.2x6mm balloon dilatation catheter (bdc) for treatment of a heavily calcified and concentric proximal and mid right coronary arteries with 100% stenosis, another dilatation of the vessel was attempted with a rx mini trek 2.0x15mm bdc. Prior to use the rx mini trek 2.0x15mm balloon was soaked with saline and air was pulled out from the device outside the anatomy. The rx mini trek 2.0x15mm bdc was reportedly advanced without encountering resistance. After inflating the balloon for a third time at 14 atmospheres the balloon ruptured. The rx mini trek 2.0x15mm bdc was reportedly removed without encountering resistance. There was no other reported damage to the device except for the balloon rupturing. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. No additional information was provided.